Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the bending angle in the up direction and play of the up/down knob did not meet standard value due to wear of the angle wire. The adhesive around the objective lens was peeled. The pain on the scope cylinder and air/water cylinder was also peeled. There were scratches noted throughout the device and the forceps channel port was shaved. The scope cylinder was dirty due to water leakage and the adhesive on the bending section rubber had a chip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the forceps channel of the evis lucera elite gastrointestinal videoscope malfunctioned and the treatment tool got caught. Inspection and testing of the returned device found that the secondary water channel had foreign objects. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.